Event description:
Information was received that this smiths medical cadd ms3 pump "will not go to home screen" and according to the patient the pump is "infusing more medication than desired because the cartridge was changed sooner than later". It was reported that the patient is currently keeping and using the pump. No patient consequences were reported. No adverse effects were reported.